Manufacturer narrative:
Approximate age of device ¿ 5 years 11 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete. Not returned.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported on (B)(6) 2018 that the patient's lab results on (B)(6) 2018 showed the patient's ldh was 1770 and inr was low at 1.33. The patient's warfarin was increased during this time. The patient was admitted on (B)(6) 2018 with an ldh of 486 which trended down to 388 with heparin drip. The patient was discharged on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial number: (B)(4), and the reported elevated ldh could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number: (B)(4). The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.